Manufacturer narrative:
Device is not available for return to manufacturer as the device was discarded by the hospital.

Event description:
The manufacturer was notified on 19 may 2016 that a (B)(6) patient was admitted for redo avr due to leaflets appeared calcified. The valve was replaced with another tissue valve. Device was implanted on (B)(6) 2013. No further information was provided.

Manufacturer narrative:
Because the device was not available for evaluation and no further information was provided, livanova's investigation was limited to the review of the device history records. The complete manufacturing and material records for the mitroflow aortic pericardial heart valve, model # lxa23, s# (B)(4), were pulled and reviewed by quality control at livanova (B)(4). The results confirmed that this valve satisfied all material, visual, and performance standards required for a lxa23 mitroflow aortic pericardial heart valve at the time of manufacture and release.